Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: d8, d10, h3 and h6. It has been over nine (9) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the leakage in the secondary pipeline, but the root cause could not be identified. It was surmised that the gas leak occurred to due a defective electro-pneumatic proportional valve. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the high flow insufflation unit exhibited a failure of the safety valve of the primary decompressor that resulted in secondary pipeline leakage. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.